Manufacturer narrative:
It was reported that after full release the navitor valve migrated deeper towards the left-ventricular outflow tract was reported. Information from field indicated that the valve was positioned at a deeper position, so a partial recapture was performed and the valve was positioned at a depth of approximately 5-6 mm on the coronary cusp (ncc) on the second attempt. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the reported valve migration could not be conclusively determined. It is possible that deep deployment may have contributed to valve migration; however, this cannot be confirmed. The surgical intervention was result of subsequent valve-in-valve implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of permanent pacemaker implantation. Calcium score was noted to be 1000. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, the valve was positioned at a deeper position, so a partial recapture was performed. On the second attempt, at 80 percent deployment, the valve was positioned at a depth of approximately 5-6 mm on the coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). No valve underexpansion was observed. After the full release, the valve migrated deeper towards the left-ventricular outflow tract (lvot). There was no interaction with or impairment of the mitral valve. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 25mm, unknown balloon. Subsequently, a 26mm, non-abbott valve was implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The cause of the migration was reported as unknown by the implanter. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of permanent pacemaker implantation. Calcium score was noted to be 1000. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 24mm, non-abbott balloon. During the procedure, the valve was positioned at a deeper position, so a partial recapture was performed. On the second attempt, at 80 percent deployment, the valve was positioned at a depth of approximately 5-6 mm on the coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). No valve underexpansion was observed. After the full release, the valve migrated deeper towards the left-ventricular outflow tract (lvot). There was no interaction with or impairment of the mitral valve. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 25mm, unknown balloon. Subsequently, a 26mm, non-abbott valve was implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The cause of the migration was reported as unknown by the implanter. The patient was in a stable condition.